Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was unable to be performed. A supply change was performed by the customer resolving the occlusion. Customer¿s blood glucose level was 150-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.